Manufacturer narrative:
An event of positioning issues and heart block during the procedure was reported. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. Heart block is a well recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. Information from the field indicated that the patient had right bundle branch block before surgery, and that the delivery system came into contact with the muscular septum during valve placement, which resulted in complete av block. Based on all available information, the heart block appears to be related to procedural conditions (interaction between anatomy and device). A cause for the reported positioning issues could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor transcatheter aortic valve replacement was chosen for implantation utilizing an unknown flexnav delivery system. Before the surgery began, the patient presented with right bundle branch block. During placement of the navitor, the delivery system came in contact with the septum, resulting in complete atrio-ventricular block (cavb). The implantation depth of the navitor was adjusted via re-sheathing, but the cavb did not resolve. The navitor was implanted of a depth of 1mm and resulted in a worsening of the heart block. There was no calcification extending beneath the aortic annular plane in the interventricular septum. A temporary pacemaker was implanted. No permanent pacemaker was implanted and the patient was reported to be discharged.